Manufacturer narrative:
During an interventional endovascular procedure for treatment of an in-stent-restenosis (isr), the 135 cm. Powerflex pro 6 mm. X 10 cm. Balloon catheter (bc) ruptured at three atmospheres (3 atm.). The product was successfully removed from the patient. The target lesion was the superficial femoral artery (sfa). The lesion was a 100% stenosis and a chronic total occlusion (cto). No other target lesion characteristic information was provided. Another (non-cordis) guidewire was inserted and an intravascular ultrasound (ivus) was performed. The distal lesion was dilated with a sleek 4 x 22 bc and a smart 8 x 15 stent was successfully deployed at the target lesion. A saber 6 mm. X 15 cm. Bc was used for post-dilation. There was no patient injury. A non-cordis sheath was inserted. The approach was contralateral. A .035 guidewire was used to access the target lesion. Additional information received indicated that it was unknown if the in-stent-restenosis was of a cordis stent. It was not known if the balloon burst occurred during the initial inflation. There was no information available as to if there were any product issues with the other cordis products used for the procedure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17403293 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 100% may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
As reported, during an interventional endovascular procedure for treatment of an in-stent-restenosis (isr), the 135 cm. Powerflexpro 6 mm. X 10 cm. Balloon catheter (bc) ruptured at three atmospheres (3 atm.). The product was successfully removed from the patient. The target lesion was the superficial femoral artery (sfa). The lesion was a 100% stenosis/chronic total occlusion (cto). No other target lesion characteristic information was provided. Another (non-cordis) guidewire was inserted and an intravascular ultrasound (ivus was performed. The distal lesion was dilated with a sleek 4 x 22 bc and a smart 8 x 15 stent was successfully deployed at the target lesion. A saber 6 mm. X 15 cm. Bc was used for post-dilation. There was no patient injury. The product was clinically used and it will not be returned for analysis.  A non-cordis sheath was inserted. The approach was contralateral. A .035 guidewire was used to access the target lesion. Additional information received indicated that it was unknown if the in-stent-restenosis was of a cordis stent. It was not known if the balloon burst occurred during the initial inflation. There was no information available as to if there were any product issues with the other cordis products used for the procedure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.